Event description:
Patient reported right side "implant protruded the lower side of the breast", "lump in the upper right breast", "implant was still protruding from the bottom of the breast" and "may have ruptured". Patient stated imaging at the time "did not show a rupture" and the patient "chose not to remove the contracted implants". Patient later reported right side "rupture" via calcium scan and "history of contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-46921. Clarification to b3 date of event: partial date (B)(6) 2021. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of rupture is no longer reportable to the FDA and has been removed. The record remains reportable for capsular contracture. Additional, corrected and/or changed data: b.5, b.6.

Event description:
The event of rupture has been removed and is no longer reportable to the FDA. Patient reported the "MRI with contrast shows the implant(s) folding, but no sign of rupture". Device remains implanted.